Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and adenopathy.

Event description:
Healthcare professional reported right side "asymmetric breasts", "implant displaced", "axillary adenopathy" and capsular contracture, baker grade IV. Device has been explanted.